Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs are carried out locally. No technical or functional cause could be identified for this event as the device worked as intended during testing. The device was sent back for use without any specific intervention. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Downstream error and won't load cassette; pressure sensor replaced.